Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error and that there was condensation on the inside of the screen. The patient's blood glucose at the time of incident was 150 mg/dl. The customer stated that she went on a hike and had the pump on her athletic shorts when the pump alarmed and she discovered the moisture. Troubleshooting was initiated for the motor error alarm. The customer was able to rewind the pump. A displacement test was performed on the device and it passed. However, the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction due to the moisture issue. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had intermittent button response due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, remote frequency board, motor, vibrator or battery tube assembly noted during visual inspection. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.